Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. There is evidence to suggest the liner may not have been engaged properly with the acetabular cup leading to the damage reported by the complainant as corrosion. Patient x-rays were requested for examination. Communication was received stating none would be provided. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient had hip pain. The surgeon initially believed it to be an infected hip but discovered the source of the pain was metallosis. The metal liner and metal head were explanted and a poly liner and metal head were implanted. There appears to be corrosion on the backside of the metal liner.